Event description:
The initial rptr advised shiley of the pt's death following an alleged outlet strut fracture of the pt's bjork-shiley convexo-concave mitral heart valve. According to subsequent info received from the initial rptr, the pt collapsed in the physician's office and was transferred to the hosp ER. According to copies of medical records received from the family's atty, the pt presented with "hypotension, atrial fibrillation and pulmonary edema." Prior to surgery, the pt had a cardiac arrest from which the pt was successfully resuscitated. The prosthetic valve was replaced. The pt's medical condition stabilized for a short time and then rapidly deteriorated until the pt subsequently died. According to the operative report, upon inspection of the prosthesis "there was no disk [sic] in the valve annulus".